Manufacturer narrative:
Preliminary analysis did not reveal any irregualrities associated to the subject device.

Event description:
During implantation of the subject reply sr, physician reported that he tried to connect the lead with our standard screwdriver, but all three times, as soon as he put pacemaker into the patient pocket it stopped stimulating.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During implantation of the subject reply sr, physician reported that he tried to connect the lead with our standard screwdriver, but all three times, as soon as he put pacemaker into the patient pocket it stopped stimulating.

Event description:
During implantation of the subject reply sr, physician reported that he tried to fix the electrocatheter with our standard screwdriver, but all three times, as soon as he put pacemaker into the patient pocket it stopped stimulating.

Event description:
During implantation of the subject reply sr, physician reported that he tried to connect the lead with our standard screwdriver, but all three times, as soon as he put pacemaker into the patient pocket it stopped stimulating.